Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Results of 343 mg/dl, 501 mg/dl and 117 mg/dl were plotted on the parkes error grid... All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. It should be noted this meter does not give a numeric value for readings greater than 500 mg/dl.